Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and was subsequently hospitalized. Reportedly, the cause of the dka was a kinked cannula on a non-tandem infusion set. The infusion set brand and manufacture was not provided. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.